Event description:
A report was received that the patient was experiencing leg weakness. It was unknown if the symptom was device related and whether there was any intervention given. No further information could be obtained.